Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual evaluation showed that only a set of sutures were returned. Both the all blue and the blue/white suture show they were twisted, on one end, multiple times. The same ends are frayed with fibers pulled out, elongated, and twisted. No functional evaluation was performed due to the device was not returned. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture material specifications found that each shipment of material must be accompanied by a certificate of conformance. Fiber tenacity, linear density, knot break strength and diameter to be certified. Also, a material certification of analysis is required with each lot. The root cause has been associated with unintended use of the device. Factors, which could have contributed to the reported event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder arthroscopy, two (2) healicoil got torn. The procedure was completed without surgical delay using the same devices. No further complications were reported.